Event description:
In 2008, boston scientific corp was informed that during a procedure to prevent bleeding of stomach ulcer, when the resolution clip device clip was pushed out of the sheath, it was "dangling and felt flimsy". The clip began to deploy and then fell off of the catheter. This same event occurred a total of four times and the clips were not retrieved from the patient's stomach. The procedure was completed with a different device without any patient complications. Patient current status is unknown. Note: this report is for the third of four devices used in same procedure. Please refer to MFR #'s 3005099803-2008-06730, 3005099803-2008-06371, 3005099803-2008-06732 for other three related reports.

Manufacturer narrative:
The suspect device is not available. A device evaluation will not be performed; therefore, the cause of the reported event cannot be determined.